Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward, despite the cannula deploying indicating that there was a needle mechanism failure. The patient reported being unsure if the cannula was properly seated in the infusion site. The patient reported that the cannula was bent. The patient did not wear the pod.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The device delivered 2115 pulses. The download data showed an 0x18 alarm indicating that the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. No bends or kinks were observed in the soft cannula. A fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. The investigation of the needle mechanism found no abnormalities. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. Investigation found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.